Event description:
The biomedical engineer (bme) reported that the multigas unit was not displaying any readings, despite changing the water trap and testing it on multiple bedside units. Not in patient use, discovered during setup.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was not displaying any readings, despite changing the water trap and testing it on multiple bedside units. Not in patient use, discovered during setup. Investigation summary: during an evaluation of the returned unit (sn: (B)(6)), the reported issue was confirmed. The device was cleaned and inspected, with only surface scratches observed and no signs of liquid exposure or major damage. Testing successfully duplicated the "no readings" issue, indicating that the module, pump, or both require replacement. Trending for similar issues and devices will continue to be monitored by nk (nihon kohden). The following field contains no information (ni), as attempts to obtain the information was made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the bme for all information in the ni list above: the bme replied that none of the requested information can be provided. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.